Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reorted by the patient's attorney as a result of a legal claim that allegedly patient underwent bilateral tkas on (B)(6) 2012 with shapematch cutting guides and the use of the guides led to these implants failing prematurely, requiring revision. It is further alleged that within 18 months, she was in more pain than prior to her surgeries, sought a second opinion and underwent a left knee revision on (B)(6) 2015.

Manufacturer narrative:
An event regarding alleged pain involving an us shapematch cutting guide was reported. The event was not confirmed. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: review of the event description indicates that the patient experienced alleged pain after the primary total hip arthroplasty ((B)(6) 2012), leading to revision surgery ((B)(6) 2015). However, the exact cause of the reported pain could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reorted by the patient's attorney as a result of a legal claim that allegedly patient underwent bilateral tkas on (B)(6) 2012 with shapematch cutting guides and the use of the guides led to these implants failing prematurely, requiring revision. It is further alleged that within 18 months, she was in more pain than prior to her surgeries, sought a second opinion and underwent a left knee revision on (B)(6) 2015.